Event description:
In 2005, a clinical incident involving a turbovac 90 arthrowand was reported to arthrocare corporation. During an arthroscopy procedure of the shoulder, the tip was reported to have detached and remains in the patient. The detached tip could not be retrieved.